Manufacturer narrative:
Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an electrode and probe placement procedure. It was reported that registration and verification were okay, even navigation was okay at the beginning of the procedure. But later there was a significant inaccuracy that was reported, the instrument wasn't even visible on the screen even though it was verified. The spheres were okay and nothing was in the way between camera and instrument. Troubleshooting included the manufacturer representative visiting the site and checked with a model. The system was working as intended. The reinstalled the software as a precaution. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome. Additional information was received from the manufacturer representative stating that the reference frame wasn't visible at all. After troubleshooting it was determine that the geometry of the reference from was off so it was not showing up properly on the navigation screen.